Manufacturer narrative:
The handle component was not returned for evaluation. A partial basket/ wire assembly was the only component returned. The basket wires were found to be unevenly spaced, and tip was intact. The proximal end of the pull wire was examined under magnification and confirmed to have been cut by the user and not fractured during use. The pull wire was most likely cut to allow the use of sohendra device during the procedure. It is possible the basket was too small for the stone which could have caused the damaged handle. However, the stone size was not reported. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Additionally, per the event information, the anatomy location was the pancreatic duct. The directions for use provided with this device state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas." Therefore the most probable root cause is user error.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid basket was used to crush a stone. However, the handle broke leaving the stone trapped inside the basket. A sohendra retriever was used to remove the basket from the patient and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additionally, this device is not indicated for use within the pancreatic duct. Correction: a sohendra retriever was used to remove the basket along with the stone from the patient to complete the procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid basket was used to crush a stone. However, the handle broke leaving the stone trapped inside the basket. A sohendra retriever was used to remove the basket from the patient and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additionally, this device is not indicated for use within the pancreatic duct.